Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 09/24/2014 with the following findings: no damage or moisture was observed within cartridge or battery compartments. The bolus button was observed to be torn. Leak testing revealed a bolus button cover leak. Moisture was observed on the pump¿s internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging moisture in the cartridge compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.